Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Detailed description of event: otp, dvt (deep vein thrombosis) -> change to left basal vein on august 24th; ovt on august 26th ovt (superficial vein thrombosis) = otp (superficial thrombophlebitis).